Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality lab, visual inspection revealed extensive tissue deterioration on all cusps on the inflow and outflow. The coaptation of all leaflets could not be determined due to the tissue deterioration. All leaflets were stiff due to the mineralization. Extensive tissue deterioration due to mineralization was present on all commissures. Glistening off-white pannus lined the margin of attachment on the inflow adjacent to all cusps, extending into all inferior coaptive areas and approx 1 to 2 mm onto the existing leaflets on the inflow. Remnants of pannus remained attached to the non-coronary left stent post. An unk amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography showed evidence of extensive mineralization on all leaflets. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4 yrs, was explanted due to high gradients. At explant, thrombus and pannus was found.